Event description:
It was reported that the customer's insulin pump completely shut off. The screen is blank and nothing is working. Customer woke up and went to give himself a bolus. Customer then put in a new battery and the screen was still blank. Customer's blood glucose level was 160 mg/dl. Customer inserted a new aaa alkaline battery to test with the pump. Customer stated that the display did not return. There is no static charge as the display has been blank for a week. Customer cleaned the battery cap and allowed at least one minute for the battery contacts to dry. Customer inserting a new battery and the display still did not return. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.